Manufacturer narrative:
The customer¿s report of a cracked male luer was confirmed. Visual inspection of the set revealed that the male luer spin collar had cracks ranging in length from 2.2 to 5.6 mm. The male luer showed signs of scratching and stress around the cracks, comparable to the damage seen when clamps or tools are used to torque the luer. Functional testing was not performed as the male luer spin collar was received damaged. Dimensional testing confirmed that the male luer tip measured within specifications. The root cause of the crack on the spin collar was not identified.

Event description:
The customer reported that cracking at the male luer was noted when disconnecting the tubing to flush the patient's port. No leaking was noticed during the infusion and the pump did not alarm. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: initial reporter.